Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection noticed the device has the distal end stretched. The device was returned with a piece loaded in the middle of the guidewire (probably detached from other device), the device has the coil peeled and jumped in the middle of the device. The overall length and outer diameter of the distal tip could not be measured due to the device condition (distal end stretched). The outer diameter of the middle of the device was 0.035 inch and the outer diameter of the proximal section was 0.0349 inch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-01752. It was reported that the catheter became stuck on the guidewire. The physician selected an angiojet solent omni catheter over an amplatz guidewire for a thrombectomy procedure in the left iliac vein. Following a successful pulse spray thrombectomy, when removing the catheter over the wire, the tip of the catheter became bound to the amplatz wire. With a significant amount of force the catheter was able to be removed off the wire but the tip of the catheter was still lodged on the wire. A new wire and solent omni catheter were used to complete the procedure which ended with a good clinical result. There were no patient complications reported and the patient&#38112;status was reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-01752. It was reported that the catheter became stuck on the guidewire. The physician selected an angiojet solent omni catheter over an amplatz guidewire for a thrombectomy procedure in the left iliac vein. Following a successful pulse spray thrombectomy, when removing the catheter over the wire, the tip of the catheter became bound to the amplatz wire. With a significant amount of force the catheter was able to be removed off the wire but the tip of the catheter was still lodged on the wire. A new wire and solent omni catheter were used to complete the procedure which ended with a good clinical result. There were no patient complications reported and the patient's status was reported as fine.